Event description:
The user facility reports one incident of a needlestick that occurred at termination of treatment when needle was being removed. The securement tape had been removed; however, sticky residue from the tape remained on the wings and tubing resulting in the needle pulled out without the masterguard in place over the cannula. The pct experienced a scratch on the left little finger and was administered prophylaxis medication. This MDR is submitted per FDA needlestick guidance issued on 11/12/02 which states that "if a person who is exposed to infectious materials via a needlestick... Is subsequently treated medically or surgically... Then the event becomes reportable." Requiring submission of an MDR serious injury adverse event report.